Event description:
During primary surgery, the patient was broached to a size 2. When implanting the size 2 implant, the femur fractured proximally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices was unable to determine a root cause for the reported problem. Both the stem and broach fall within the specifications set-forth by the design and has been manufactured per specifications. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.